Manufacturer narrative:
Other, other text: b5) customer provided additional information that there was no patient involved in the reported event.

Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the device powered up and immediately started beeping. The downstream sensor was found to be faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was continuously beeping. There were no reported adverse events.